Manufacturer narrative:
Patient information: no patient data provided at initial report. Implant date: shunt implant date not provided at initial report. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the progav valve requiring explant. The patient underwent a shunt system implantation (date unknown) later, the valve was not adjustable with the adjustment tool and "disc". As a result, the valve was explanted on (B)(6) 2019. There are no patient complications or adverse sequelae reported at this time. Additional information was not provided- but has been requested.